Manufacturer narrative:
Date of event estimated. Correction - section b5 - verbiage correction. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's system diagnostics recorded high impedances, and it was also reported that the patient was experiencing therapy due to the patient was not successful in tremor reduction. The patient did not have good therapy to begin with. Surgical intervention took place on (B)(6) 2024 where the current lead was repositioned, a second vim lead was added, one extension was replaced, and one additional extension was implanted. The 2 new extensions were tunneled and attached to the current ipg. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded high impedances, and it was also reported that the patient was experiencing therapy due to the patient was not successful in tremor reduction. The patient did not have goof therapy to begin with. Surgical intervention took place on (B)(6) 2024 where the current lead was repositioned, a second vim lead was added, one extension was replaced on the right side and 2 new extensions were implanted. The 2 new extensions were tunneled and attached to the current ipg. Effective stimulation was restored.